Event description:
During a lap splenectomy the device wasn't cutting and had poor hemostasis (not sealing vessels). The case was completed using another vessel sealing device. No pt harm was reported.

Manufacturer narrative:
Disposable device not returned for analysis.